Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced defective sensors where in two sensors had bent needles and one did not stick when launched from the one press serter. The customer also reported that the needle was broken. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7040a. Troubleshooting was performed for the needle break and tape not sticking and the customer will be provided with a sensor replacement. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. Mmt-7040a was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Following our receipt of the three returned used sensors, three needle hubs returned, took one sensor at random and performed a visual inspection and found the sensor and the insertion needle hub still attached to the sensor base, and then found needle is bent inside the sensor base preventing retraction. Also found the sensor flex sticking out and attached to the adhesive base. In summary, the customer complaint of needle anomaly is confirmed. Because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how this happened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.